Manufacturer narrative:
Conclusion: power cord reconnected and bed returned to service.

Event description:
It was reported by repair work order that there was no power to the bed due to the power cord being unplugged from the cpu box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.